Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The serrated portion of the jaws came off. The piece was retrieved out of the patient's leg per (B)(6). No pt injury. No counter incisions.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. The cold jaw was charred and discolored from the heater. A visual inspection was conducted using microscopy. The silicone insulation on the cold jaw was observed to be peeled with detachment. No other non-conformance was observed. Based on the condition of the device as found, the reported complaint was confirmed. Specific actions for this failure mode are being managed and documented in the (B)(4) corrective and preventive action (CAPA) system. (B)(4).

Event description:
The serrated portion of the jaws came of. The piece was retrieved out of the patient's leg per harvester, (B)(6). No pt injury. No counter incisions.